Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending (lad) artery. A 3.50x15mm xience skypoint drug eluting stent (des) was prepared without issue, and advanced to the target lesion. Inflation was attempted once, however the balloon did not inflate under fluoroscopy. Upon removal from the anatomy, a tear was noted on the balloon. A non-abbott device was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture and torn material were not confirmed. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to hub damage include but are not limited to, inadvertent mishandling during manufacturing, inadvertent mishandling during unpackaging/preparation for use, accessory device support, damage during use or over tightening the rotator of the inflation device to the sidearm, inadvertent mishandling during the procedure, and/or procedural technique. In this case, it is possible that the inflation device was over torqued during connection to the hub resulting in the noted cracked hub thus resulting in the reported leak; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: a leak in the device was noticed after removal of the device from the anatomy. No additional information was provided.